Event description:
The customer reported that the system would lock up and require a reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service representative replaced both the hard disk drives and the cine bridge printed circuit board and reloaded the software. The system was tested and found to be working as intended and put back in service.